Event description:
It was stated that a patient was implanted with elevate on (B)(6) 2010. Info received indicates that both anterior arms were visible in the sulcus. On (B)(6) 2010, the exposed mesh was trimmed and the small holes closed. There were no complications.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.